Event description:
It was reported that the pta balloon would not fully deflate, contrast solution remained in the distal portion of the balloon. The balloon catheter was retracted through the sheath with difficulty. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The patency of the guidewire lumen was tested and passed without issue. The balloon was then inserted through a 6fr introducer sheath without issue. The balloon was attached to an inflation device and inflated with water to rated burst pressure (16 atm) and then deflated without issue. The deflation time of the balloon was within specification. The same test was performed twice more, yielding the same results. The catheter was then retracted from the sheath without issue. The investigation is unconfirmed for deflation and sheath retraction issues, as the device performed properly under laboratory conditions. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Specific warnings, precautions and directions for use of the ultraverse 035 pta dilation catheter are included in the current instructions for use (IFU).